Manufacturer narrative:
Unit had no button response due to corroded keypad traces. No button error alarms noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 45 mg/dl. The customer ate and was feeling okay to troubleshoot. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.